Event description:
It was stated that the insulin pump delivered more insulin than it was supposed to. The customer's step daughter later called to report that the customer had been hospitalized for low blood glucose levels four times in the past two weeks. She stated that the customer would fall and hurt himself when his blood glucose levels would go low. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Found several alarms in the alarm history. The insulin pump was replaced per the doctor's orders. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.